Manufacturer narrative:
Event date: exact date unknown, event occurred years ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17561417.

Event description:
It was reported that the patient was having impedances on almost all contacts, and therefore underwent leads replacement procedure. The patient was doing great postoperatively, and explanted percutaneous leads were kept by medical facility.